Manufacturer narrative:
(B)(4). This complaint is still under investigation. An evaluation of the transducer is pending the device's return to the factory. A final report will be submitted with the results of the analysis once completed. PMA/510(k)# k034003.

Event description:
The customer reported an s8-3t transducer was unable to seek images during use.